Event description:
Patient reported experiencing infusion set tubing separating at the luer lock connection. She indicated that she discovered the issue as a result of elevated blood glucose of>600 mg/dl causing her to check her infusion set tubing. Patient stated that insulin was leaking from the infusion set tubing. She changed the infusion set tubing and administered an insulin injection returning her blood glucose level to normal. She indicated that she had impaired vision and felt thirsty and tired. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.